Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarm was noted. The unit had a scratched lcd window and cracks on the window display corners and reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.